Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-06073 and 3006705815-2021-06074. It was reported the patient experienced tenderness at the ipg pocket site. As a result, the patient¿s scs system was explanted resolving the issue.